Event description:
It was reported that the pump had been revised a few times. The last revision occurred about a year prior to this report, which resulted in the pump being more superficial. About two months prior to this report, some bruising started. About one week prior to this report, the wound began to drain. The pump currently had eroded through the skin. It was noted that the patient¿s implanting physician was out of town, so another physician was willing to perform an explant. The healthcare provider (hcp) and patient had discussed explanting the pump and the proximal section of the catheter and leaving the spinal portion implanted. The hcp was concerned about preventing withdrawal following explant. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012,: product type: catheter. Product ID: 8590-1, lot# n205123, implanted: (B)(6) 2009, product type: accessory. (B)(4).